Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient started a medication called ¿vicamiacin¿ to treat a contagious bacterial infection last thursday and the next day she started to experience gas, spurts of diarrhea and seepage. Patient stated it was at the point in which she had to wear depends as she did not know when this was going to happen. Patient also reported every time she turned, she had to go back to the bathroom. She started feeling weak as a result. Patient contacted healthcare provider (hcp) and they prescribed another medication to help treat these new symptoms. The symptoms occurred daily. Patient stated these symptoms were different from the constant diarrhea she had and this was why she received the implant. Patient verified stim was on during the call. The change in symptom was considered sudden. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient tested positive for clostridium difficile (c. Diff). They were completing treatment with vancomycin. The symptoms had improved with the treatment and the issues were noted to be resolved.